Manufacturer narrative:
Based upon the inquiry info received, visual and functional examination: the unit was found to require the pc (printed circuit) board to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that prior to an unknown procedure, they had problem with the sampling. No patient consequences were reported.